Event description:
It was reported that the patient felt stimulation in a non-target area due to lead migration, which was confirmed through an x-ray. The patient underwent a procedure wherein both leads were replaced. The patient was doing well postoperatively. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7134532.